Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2014, was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation the implanting surgeon is: dr. (B)(6). (B)(6) medical center (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a tension-free vaginal tape placement and cystoscopy procedures performed on (B)(6) 2014, for the treatment of stress urinary incontinence. The procedure findings included a bladder that appeared to be normal and a grade 2 cystocele. Moreover, as reported by the patient's attorney, the patient has experienced an unspecified injury following the surgery.